Manufacturer narrative:
An event regarding limb length discrepancy involving an unknown omnifit stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "because the origin of the leg length difference is related to surgical technique by use of extra long heads and/or offset in the revision surgery of 2014, this aspect is procedure related even though required for good clinical reasons to achieve stability in the joint to prevent dislocations after revision. There are no patient-related or device-related aspects involved in leg length difference problems. The problem is related to the size and geometry of devices implanted in relation to the patient¿s anatomy and not related in any sense to the materials or manufacturing properties of the devices implanted. As such also this aspect of leg length difference is not device-related." {...} "in conclusion, both the cup loosening problem and the leg length difference issue are caused by procedure-related factors regarding surgical technique of revision surgery. This pi case is not device-related." "Procedure-related factors: implantation of a cementless cup in an environment with extensive non-vital bone graft. Leg length difference required to achieve stability after reconstruction in 2014. Patient-related factors functional weakness of hip abductor musculature around revision surgery of 2014. Device-related factors: none. Diagnosis: both the cup loosening problem and the leg length difference issue are caused by procedure-related factors regarding surgical technique of reconstruction of bone defects in a revision setting with extensive bone defect conditions." Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: a review of the provided medical records with a clinical consultant concluded: "both the cup loosening problem and the leg length difference issue are caused by procedure-related factors regarding surgical technique of reconstruction of bone defects in a revision setting with extensive bone defect conditions. " no further investigation for this event is possible at this time. If additional information and/or device become available, this investigation will be reopened.

Event description:
Rep reported revision of total right hip surgery due to pain and leg length.